Event description:
The customer stated that the device has a fault without any further info. No pt harm occurred.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.